Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The patient stated that the powered off at random and noted a cracked battery compartment. The patient was able to reboot the pump. The patient¿s blood glucose level was reportedly 124 mg/dl with no reported symptoms. This does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings:a review of the pump¿s history showed unexplained reboots. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to tighten on to the pump. The pump was exercised for 24 hours with no power interruptions. The pump cover was opened; no evidence of internal moisture or damage to the power circuit or battery flex was found.